Event description:
Light cord connection to laparoscope is too hot and is burning hole in drape. This has happened numerous times to numerous number of same products. Customer is concerned for pt's safety.